Manufacturer narrative:
Trackwise #: (B)(4). The lots # 3000378654, 3000377320 and 3000376883 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 cautery tip continued to go through the c-arm. The cutting tool was bent so it was getting in the way of the c-arm path. Harvester tried to bend it, but nothing worked. Harvester was unable to use the device. A new device was opened to complete the procedure. There was a slight procedural delay. There was no patient harm.